Event description:
It was reported that while in the (B)(6), the sheath was inserted via the pt's right femoral artery. The intra-aortic balloon (iab) was prepped and the fiberoptix sensor (fos) slide was inserted into the pump. The fos was not detected and as a result, the md could not zero the catheter. Nevertheless, the md inserted the iab and would use it with the central lumen. When the iabp was started the pump alarmed "high pressure." The md made a request for another pump to be connected and the same result occurred; the pump alarmed. The iab was then removed and replaced. The md noted the iab removed had blood in the catheter. There was no reported death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is "still alive and in intensive care." Additional info received on (B)(6) 2011 from (B)(6) indicated that the pt did not have a tortuous anatomy and the iab was inserted under fluoroscopy. The md removed the iab and sheath as one unit. The second iab was inserted over a new spring wire guide in the same insertion site.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.